Manufacturer narrative:
Method: device history review; visual inspection; complaint history and risk assessment analysis. Results: there were no adverse consequences to the patient or significant delays in surgery as a result of the reported event. The severity thresholds have not been breached. Conclusion: the hex-tip on the returned instrument was confirmed to be broken. The torsion shaft used in lot 11e046 was manufactured by (B)(4) and heat treated by (B)(4). A CAPA was enacted to correct the problem. Lot 11e046 was recalled as part of ra 2013-105.

Event description:
It was reported that the tip of the torque wrench has been broken off during tightening the screw. A back-up was used to complete the surgery.

Event description:
It was reported that the tip of the torque wrench has been broken off during tightening the screw. A back-up was used to complete the surgery.